Manufacturer narrative:
Follow-up #1: date of submission 02/10/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: no activity related to the alleged issue was observed in the pump histories. A timekeeping accuracy test was performed and the pump was keeping time accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging on the first day of pump use the pump's time and date remained at default after these settings were programmed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved with troubleshooting.